Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
During surgery, the footplate had to be assembled with the distraction body. The tread does not work. The footplate cannot be screwed on. Another device was available. It had no consequence for the patient. Surgery was completed with a delay of five minutes.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (lot), d9, h4. Corrected: d4 (primary UDI number). H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6 the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned sample revealed that the mesh footpl 2.0 typ a f/cmf distr was stripped from the assemble threads. Additionally some nicks marks were observed around the threads assembly area. No other defects were found that could cause the device malfunction. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. According to the surgical technique craniomaxillofacial (cmf) distraction system se_807789 rev. Ab the following information is mentioned. Assemble footplates ¿ ab distractor notes: footplates should be aligned parallel to each other at the center of the lead screw. Footplates should be positioned so that the screw holes point away from one another, as shown to the right. Insert the hex end of the lead screw (the end with the b-style footplate) back into the distractor body. Slide the lead screw all the way into the distractor until it seats in the activation hex. Retrieve the previously disassembled machine screw and collar. Place the collar onto the distractor body. The etched lines on the collar and distractor body aid in realignment. Use the 1.5 mm/2.0 mm plusdrive screwdriver blade to properly align and re-insert the machine screw into the collar and distractor body and fully tighten, locking the construct together. Warning: fully tighten the machine screw to the distractor body using a two-finger tightening technique after it is assembled with the footplates, however, it is important not to overtighten as the machine screw threads may strip leading to a choking hazard. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed due the mating device was not returned for evaluation. However, the complaint allegation can be confirmed due the damage observed on the device, the overall complaint was confirmed as the observed condition of the mesh footpl 2.0 typ a f/cmf distr would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review on (B)(6) 2025 by (B)(6): part number: 04.315.401, lot number: 55p2177, part manufacture date: 09/30/2020, manufacturing location: brandywine, part expiration date: n/a, nonconformance noted: n/a. A review of the device history record of this lot revealed no complaint-related anomalies. The device history record shows that the 2.0mm mesh foot implant was processed through all operations on the released routing for part number 04.315.401 and met all specification requirements at the time of release with no issues documented during manufacture that would contribute to this complaint condition. On (B)(6) 2025 by (B)(6): product lot met all inspection specification requirements at the time of release with no issues documented during manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.